Event description:
I tried to have an MRI ( I am not certain of which date exactly but earlier in april) with my MRI-compatible abbott spinal cord stimulator and it would not go into MRI mode. I had it removed later in april.